Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "error 2" message. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013, about 630pm. The patient manages her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual management routine. Prior to the start of the alleged issue, the patient claims she was "staring into space" and wasn't making any sense when being asked questions which she associated with a low blood glucose. The patient denied developing any additional symptoms. The patient's husband reportedly tried to test her blood glucose; however, was not able to get a result due to the reported issue. The patient was given birthday cake icing and orange juice as treatment. At that same time, emergency medical services (ems) was contacted. About 15 minutes later, the patient reportedly started to feel better and ems arrived. The patient's vital signs were checked and her blood glucose read "75 mg/dl" with the ems meter. The patient refused to be taken to the hospital and no additional treatment was provided. The cca was not able to walk the patient through a retest to resolve the alleged issue. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient received inappropriate treatment due to the alleged issue. However, this complaint is being reported because the alleged "error 2" message remained unresolved.

Manufacturer narrative:
Follow-up # 1 (04/25/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have all spc pins 1-3 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.